Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The stent was crimped on the balloon in the correct location. Visual examination of the stent noted that a strut was lifted up on the distal edge of the stent and a strut on the second row on the proximal end of the stent was lifted up. The damage noted to the stent may be consistent with the restriction encountered by the physician during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26 oct 2011. It was reported that during a percutaneous transluminal angioplasty procedure the device could not cross the lesion. The 100% stenosed target lesion being treated was in the moderately tortuous left iliac artery. The lesion was pre-dilated with a 4mm non-bsc balloon; however the express ld device was unable to cross the lesion. The procedure was completed with a different device no patient complications were reported and the patient's status is good. However returned analysis revealed the stent damage this product is only ous approved but it is similar to an approved us device